Event description:
It was reported that the patient feels her condition deteriorates when close to satellites, high voltage cables, anti-theft and anti-explosive devices. She also feels that her blood pressure "swirls" and she has fainted several times. The patient has no family history of high blood pressure. It has been noted that the patient has some history of mental issues. Attempts for further information have been unsuccessful to date.